Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer went to emergency room in the last two years but was not admitted. Customer's blood glucose value was unknown. Customer also reported that the insulin pump had scratches on screen and alarms are quitter. Customer stated that the insulin pump was slower to rewind and battery life was diminished. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08700 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device passed tone check and vibrate check. No audio/vibrate/absence of alarm anomalies noted during testing. The motor functions properly during the displacement test and on the rewind test. No rewind anomaly noted. Device was monitored for 2 days. No charge/battery anomaly, unexpected low battery alarm, unexpected off no power alarm or audio/beep anomaly noted. Device communicated properly with the glucose sensor simulator and the minilink transmitter. No pump or sensor transmitter communication anomaly or calibration anomaly noted. The test value of 135 mg/dl was properly listed in the insulin pump sensor graph screen. Device uploaded properly using carelink. Device had minor scratched display window and a cracked reservoir tube lip. (B)(4).